Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One guidewire from the glidesheath slender kit was returned for evaluation. No other components were returned. Visual inspection revealed that there were no outward anomalies noted on the wire turns. The wire was examined for swells and gaps in the surface and none were found. There were no breaks in the coil. The end weld was examined, and no anomalies were noted. The alleged "bubble" at the end of the wire is a manufacturing feature and not an anomaly. Functional testing was performed on a 21g metallic needle from a manufacturer retained glidesheath slender kit (lot 170221); the wire was attempted to be inserted in the needle but was unable to go through. The outer diameter of the wire was measured and found to be 0.061mm which corresponds to the 0.025" guidewire and not the 0.021 wire which comes with the 80-1050 kit. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The cause of the issue is due to the attempt at insertion of a larger gage guidewire into a smaller bore needle. Since no other accessory components were returned by the customer, the cause of this mismatch cannot be found with the available information. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue with the glidesheath kit wire, there's a bubble at the tip of the wire preventing it from being inserted into the sheath. The event occurred pre-treatment. Additional information was received on 14aug2019. The procedure being performed was a radial access for percutaneous coronary intervention. The outcome was a success after they opened a new sheath. The patient was reported to be completely fine; they noticed the issue before the sheath went into the body. The patient was not affected in any way by the event.